Manufacturer narrative:
Failure analysis noted that the pump had ghosting segment problem isolated to the lcd board. The pump had scratched lcd window, cracked case display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 13.7 mmol/l. The customer reported a full black screen. The issue occurs after button press. The battery was changed but the anomaly persisted. Troubleshooting was not able to resolve the issue. The device was returned for analysis.